Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported a failure in the touch panel occurred. There was no patient involvement.

Manufacturer narrative:
G4: 18jun2020. B4: 18jun2020. The manufacturer¿s international service technician could not confirm the reported touchscreen issue. The touchscreen was replaced to prevent recurrence . It was confirmed that the screw receptacle part of the front bezel was broken. The manufacturer¿s international service technician replaced the touchscreen and front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. No errors noted. The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23may2020 b4: (B)(6)2020. The manufacturer¿s international service technician could not confirm the reported issue. Though the issue was not duplicated, the touchscreen will be replaced preventively. The repair has not been completed at this time. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.